Event description:
Report received from the USA, stating that the burr was stuck inside the device. It is known that the event occurred during surgery. It is also known that there was no patient or user injury or medical intervention reported related to this occurrence. No add'l info was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was confirmed. The unit exhibited damage that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. If add'l info becomes available, a supplemental report will be sent. (B)(4).